Event description:
Olympus medial systems corp (omsc) was informed that during sleeve gastrectomy, the probe of the subject device broke and the fragment fell off into abdominal cavity of the patient. The fragment was retrieved immediately and the procedure was completed with a similar device. The device was used 3 times. There was no report of patient's injury.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp (omsc) for evaluation. The evaluation confirmed that the probe broke down at 17 mm may lead to the fracture, around the broken point. The fracture surface of the probe showed that a crack developed from the grasping section side to the opposite side. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the subject device, omsc concluded that the reported event occurred since the user activated the ultrasound output twisting the device while grasping the tissue, and the stress beyond tolerance on the broken point. The above handling has already been restricted on the instruction manual of the subject device. Based upon the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.